Manufacturer narrative:
Failure analysis revealed that the insulin pump did function properly during the prime, excessive no delivery and displacement test. No excessive no delivery alarm noted. The device was received with minor scratched display window, cracked reservoir tube lip and cracked battery tube threads.

Event description:
It was reported that the insulin pump alarmed no delivery during manual priming. The customer's blood glucose was 109 mg/dl. The customer declined troubleshooting, but while they were trying to perform the priming process, the insulin pump kept alarming no delivery. Assistance was provided and the customer stated that the device keeps alarming, the keypad went out, and the device was alarming without any message. The customer was able to navigate through the insulin pump, there was no keypad issue. Manual priming was attempted again, and the insulin pump alarmed no delivery, again. The customer was advised that the device deeded to be replaced. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).